Event description:
It was reported that a device was used during a hemorrhoidectomy. When the device was fired the staples did not close completely. The suture was completed by hand. There was no consequence to the patient.